Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2018 while performing the reaming portion of a trochanteric intramedullary nailing procedure, the reaming shaft broke. Excess force was not applied by the surgeon. A second set was used to complete the case. The surgical outcome was satisfactory. There was no patient consequence. This report is for one (1) 5.0mm flexible shaft this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received and the product evaluation is in progress. No conclusion can be drawn. Corrected data: this date was reported in the initial report (B)(4) as (B)(6) 2018 in error. The correct date is (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 352.040, lot no.: 2610380: manufacturing location: bettlach, release to warehouse date: 11.jun.2010: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The 352.040 lot number 2610380 (5.0mm flexible shaft) device was returned to customer quality (cq) and reported to have broken intraoperatively. This condition is confirmed; the device has broken into two separate pieces along a jagged oblique fracture through the shaft. The proximal and distal portions of the shaft were returned. It is likely that over seven years of consistent use and possible rough handling during surgery has led to this complaint condition. The device was manufactured in june 2010 and is over seven years old. The balance of the returned device is fairly worn condition with markings and signs of wear along its length. Whether the complaint condition for this device can be replicated is not applicable for this condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. The 352.040 (5.0mm flexible shaft) is a reusable instrument routinely used in the flexible reamers for intramedullary nails system. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. The inside diameter of the returned shaft near location of breakage is measured and is within specification per pipe/shaft component drawing. The outside diameter of the returned shaft near location of breakage is measured at cq and is within specification per pipe/shaft component drawing. A definitive root cause could not be determined. However, it is likely that over seven years of consistent use and possible rough handling (over flexing of the shaft as evidenced by the jagged oblique fracture) during surgery has led to this complaint condition. No product design issues or manufacturing discrepancies were identified as a result of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.